Manufacturer narrative:
The product was decontaminated and inspected. A visual inspection of the jaws found scratches and dents. The jaw spacing was measured and found to be oversized (0.221" specification is 0.210"). Enlarged jaw spacing is an indicator that the clip may not close properly. A test on closed clips fired by the clip applier were measured (0.006" - 0.008" specification is <0.003". The root cause for the dents, scratches and enlarged jaw spacing can not be determined. This type of damage is typically observed when a clip applier is not protected during the cleaning and sterilization process.

Event description:
Surgeon was performing a laparoscopic gall bladder operation on a patient. The patient felt sick while in the recovery room. The patient's blood pressure dropped dramatically and hemoglobin went down. The surgeon did a re-operation and found that the clips were missing from the artery. The patient lost approximately 3 liters of blood. The doctor was able to save the patient's life.